Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons to be pushed multiple times for them to respond. No harm requiring medical intervention was reported. The insulin pump was unresponsive and issue with back light and battery life was diminished, failed battery test. The device will not be returned for analysis.